Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted section e1 - telephone number: (B)(6). Device evaluation: the preloaded unit was not returned for evaluation as it remains implanted therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was prepared using balanced saline solution (bss). During the implantation, the rod of the introducer overrode the lens. The lens was implanted and the surgeon noticed the lens had been marked, although off axis. He decided to continue and completed the procedure without further issues. He informed the patient of the mark, that it was off-axis and that he did not expect there to be further complications, but if the result was negative that the lens may need to be removed. There was no delay in the procedure and the instructions for use were followed. The patient status was unknown. We learned through follow up that the lens was not fully bypassed, which allowed the lens to be implanted. This left 2 marks on the optic of the lens which may resolve. There was no material available for return and no further information was provided.